Event description:
Per the clinic the patient experienced a dislodged magnet and pain during an MRI (1.5 tesla) on (B)(6) 2026; however, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the recipient was hospitalized (specific date and duration not reported) and the magnet replacement surgery was performed under general anesthesia on (B)(6) 2026. The implanted device remains.

Manufacturer narrative:
Correction: the initial MDR submitted on may 08, 2026, was filed inadvertently. The correct date of awareness is april 20, 2026; not march 18, 2026 as previously reported.